Event description:
Kci received article, harii, kiyonori and ohura, takehiko. Results of clinical study of v.a.c. Ats therapy system in japan, the japanese journal of plastic surgery, 53.6 (2010) that reported "one case conclusively diagnosed as 'possible toxic shock syndrome' and the causal relationship was unclear." No add'l info is available. The unit's serial number was not provided, therefore, kci cannot conduct a device eval of the unit.

Manufacturer narrative:
The pt included in this study was treated with negative pressure wound therapy from 12/2006 to 12/2007. It is unk when the event occurred as this info has not been provided. Based on the info provided, it cannot be determined that the alleged infection is related to v.a.c. Therapy.